Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was lost to follow up. The device was unable to be interrogated. The patient was seen for a revision procedure where the device was explanted and replaced. The device is not expected to be returned for analysis. There were no additional adverse patient effects reported.